Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: test strip issue, user has high glucose value. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/14/2014).

Event description:
Consumer complaint of blood results reading "hi". The customer ran a blood test at the time of the call, "hi", and then she ran a blood test on her husband-216mg/dl. No adverse event reported.